Event description:
It was reported that during a notifier test, the vibration notifier did not vibrate through inductive telemetry. No MRI scan was reported. No intervention was taken at the time. No further information was provided.